Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). The fsr did however receive the flashing red battery light. He then removed the battery module and performed the voltage tests. The fsr received a very low battery voltage 11v, the sense voltage was 0v and the charge voltage was 16v. The fsr found that the circuit board in battery box was bad (uas board). This part is currently not available from the manufacturer. The fsr took the battery out of another 8k system (s/n (B)(4)) that was in storage and put the battery from that system into this unit (s/n (B)(4)). The unit operated to manufacturer specifications and was returned to clinical use. The suspect battery module was returned to the manufacturer for evaluation.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, found the batteries were dead on the perfusion system. Since the event occurred during preventative maintenance, there was no patient involvement.